Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was leaking from an unspecified location and multiple occlusion alarms occurred. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Reportedly, the pump supplies were changed to address the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg.